Manufacturer narrative:
Analysis of the extension, serial #(B)(4), found conductor wires 1 and 3 broken 2.7 cm from the proximal end. Continuity was acceptable on circuits 0 and 2, but 1 and 3 were open circuits.

Event description:
It was reported that the system had no impedance issues on the day it was implanted. However, high impedances involving multiple contacts were observed on (B)(6) 2014 and (B)(6) 2014. The neurologist could not program optimally and thus decided to replace the extension in question and test impedances again. The doctor was aware that there was a conduction problem with the extension, but wanted to know the exact location of any damage. After the extension was replaced there were no further impedance problems detected. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0jfuh, implanted: (B)(6) 2014, product type: lead. (B)(4).